Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was able to be confirmed. While inspecting the device, it was noted that the e101 error was being caused by the 3rd party lamp not having enough thermal paste applied to the lamp itself. While testing, the unit displayed the error code after 40 minutes of use. Additionally, the core was missing form the cables for the igniter. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus visera elite xenon light source switched over to the back up lamp noting an overhearing error during an unspecified procedure. According to the initial reporter, the procedure was completed using the subject device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the use of the third-party lamp/there not being enough thermal paste applied to the lamp and the spare lamp turning on during the procedure could not be identified. The phenomena might have been prevented by following the instructions for use below: -always use the examination lamp designated below. To order a new examination lamp, contact olympus. Xenon lamp md-631 -never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. -apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. Olympus will continue to monitor field performance for this device.